Event description:
It was reported that this right atrial (ra) lead partially dislodged while the patient underwent a revision for the associated right ventricular (rv) lead, so it was explanted. A new device was implanted. No additional adverse patient effects were reported.